Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was missing when inserted into the body. The customers blood glucose level was unknown. The customer stated that there was no signal after sensor was inserted into the body. The sensor will not be returned for analysis.